Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and oversensing. The right ventricular (rv) lead also exhibited small r-waves and intermittent undersensing. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.